Manufacturer narrative:
The insulin pump was received with an intermittent button response and a button error alarm due to corroded keypad traces. There was no moisture damage found on the electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she received a button error alarm on the insulin pump. Customer mentioned that it is very hot when she lives and maybe the sweat is causing the moisture in the pump. Customer's blood glucose was 110 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.